Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted on (B)(6) 2016. After the surgery, the patient experienced an unexplained coma that lasted for more than a month; the health care provider (hcp) could not give specific reasons for the coma. The patient was treated in a hyperbaric oxygen chamber, but after the treatment, the patient did not have any self-care abilities. The patient was programmed multiple times, but there was no obvious effect; the patient did not experience a greater than 50% reduction in symptoms. It was also noted that the event date, cause, and troubleshooting were unknown. The event remains going. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.